Event description:
Baxter affiliate reports one incident of a clotted dialyzer on a dry-pack dialyzer at the beginning of treatment. Noted by venous line alarm and venous blood pressure alarm. Estimated blood loss was 200 cc. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention was reported.